Manufacturer narrative:
(B)(4).

Event description:
It was reported "purge failure alarm". Additional informaiton states that the iab pump console was swapped to continue therapy. At the time of this report no patient information available from the customer.

Manufacturer narrative:
(B)(4). The reported complaint for "purge failure alarm" was confirmed by the field service engineer. The product was not returned for investigation. According to the service report, the pcs was replaced and the issue was resolved. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the purge failure alarm. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "purge failure alarm". Additional informaiton states that the iab pump console was swapped to continue therapy. At the time of this report no patient information available from the customer.